Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report 1627487-2011-07041. The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt has stimulation. The pt reported a burning sensation that was only present when the stimulation is on. There is no report of the pt falling nor was there evidence of infection. Impedance reading showed one of the contacts read high. The pt was reprogrammed to avoid the high impedance contact. It was reported that the burning sensation was resolved with the reprogramming.